Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Red status indicator flashes. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 26th may 2011. Upon receipt, the device failed to power on and a flashing red status indicator was observed as per the reported fault. The device would not initialise when connected to the pc via usb, which was attributed to a failure of the microprocessor. Upon replacement of the microprocessor the device was powered on successfully. Its memory logs were downloaded, showing multiple manual power ons of mainly 10 minute duration recorded between the 8th december 2016 and the 1st march 2018. The device was also witnessed switching on automatically during the investigation, which is further evidence of membrane failure. The fault could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. Furthermore, the membrane failure had resulted in an 18v short circuit onto track 14 of the membrane. Track 14 is routed to pin 18 of the microprocessor, therefore an 18v direct short would have resulted in overvoltage and damage to the microprocessor. The corrosion observed within the membrane would suggest the device had been stored outside of the recommended conditions, although this could not be verified by other means. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
Red status indicator flashes. No patient involved.